Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between his external equipment and implanted device. External equipment was exchanged and programming adjustment were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled. Advanced bionics is in the process of gathering more info.